Event description:
It was reported that the patient experienced phrenic nerve stimulation. The device was reprogrammed. The patient presented in clinic on (B)(6) 2015 with complaints of dizziness and lightheadedness. The phrenic stimulation was still occurring more frequently. The left ventricular lead had dislodged. The lead was successfully repositioned on (B)(6)2015. The patients condition was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).